Event description:
It was reported that during pfa procedure, while advancing a merit inqwire and boston scientific farawave catheter into a patient's left atrium, the merit inqwire slid back into the boston scientific farawave catheter tip, impacting the soft tissue of the atrial roof and causing perforation. A large effusion was observed on imaging, the patient began to tamponade, an emergent pericardiocentesis was performed. The patient stabilized, was transferred to the intensive care unit (ICU), and underwent median sternotomy and repair of the left atrial roof. It was unknown if the device or procedure caused or contributed to the events. No additional information is available.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the product history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.